Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
H6 patient code: 3189- surgical intervention. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2014 and (B)(6) 2019 due to recurrent incisional ventral hernia, adhesion and abdominal pain. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.